Event description:
The svc report shows that the device was found on visual inspection to have thick soot like material with no inlet filter. The screen on the pt connector was nearly complety occluded. Internally the device was very dirty. The device failed incoming leak, max volume and max flow tests. The nellcor puritan-bennett customer support engineer (npb cse) verified the tests. The npb cse inspected the device and replaced the cup seal and bearing. The unit passed extended self testing. The cse followed up with reinforcement to customer regarding the correct use. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.